Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
It was reported by the customer's mother lindsey, that the customer was hospitalized on (B)(6) 2014 due to diabetic ketoacidosis as well as high blood gloucose levels. Customer was wearing the insulin pump at the time of the hospitalization. It was also reported that the customer had the follwing symptoms, vomiting, abdominal pain, excessive urination, excessive thirst and keytones. Customer was treated with the insulin pump and manual injection. The mother also reported that the customer had a bent cannula. No additional information was provided.